Event description:
It was reported the patient's blood glucose level read high (>400 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has been returned/received and is pending an investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. An error occurred during the download process that caused the pod to enter a state in which connection with the master pdm was unrecoverable. An 80 hour reset was performed. After 80 hours, the pod was still unable to establish connection with the master pdm. Pod, elv, and phb data all were lost.